Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction, or sacral nerve stimulation. It was reported that it was not working, per the caller, without further detail. The patient had called hcp's office, and hcp's office wants patient services to reach out to the patient. Per outbound call to the patient, they report that they feel like they need their device looked at and maybe a battery change. The patient was in the car at the time of the call, not feeling well, and on biologics. The caller will call back later, when they are at home, for help troubleshooting or making some adjustments. Additional information was received from the patient on (B)(6) 2024. Patient reported previously that they'd met with a medtronic representative (rep) when they first got the implant and the rep did something to set the therapy up for them and tweaked it so it worked really well for their symptoms until it stopped helping some time in fall of 2023. Patient never confirmed if the therapy hadn't been helping their symptoms up until the point they met with the rep and the rep adjusted their settings. They just stated the rep made the therapy so it worked really well for their symptoms. Patient denied having any falls or traumas that led to their current symptom return. They also noted that on and off they noticed the therapy was giving them a twinge or a shock when they were lying a certain way. Patient stated they were on program 1 at 4.6 v. Patient stated that they had kept connecting to their settings and increasing the stimulation to see if the therapy would help but it still didn't. Patient services reviewed stimulation considerations, including positional stimulation with the patient and device description and function. Patient stated that their health care provider (hcp) told them to call medtronic if they needed assistance and that they didn't think the hcp knew much about the therapy. Patient wanted to try a new program, as they'd only ever been on program 1. Patient services walked the patient through connecting to their settings and the patient was able to connect. The therapy was on. Patient switched to program 2 and increased up to .6 v but it made them feel like they had the "urge to urinate," which they confirmed meant that they were feeling "pressure" in their bike-seat so they brought the stimulation down to .4 v, where the stimulation was comfortable. Patient was going to monitor their symptoms now that a change had been made and may call back for assistance with making another change in the future. Patient was also redirected to follow up with their health provider (hcp) if they still noticed the twinging or shock when lying down.they reported that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.